Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: h10. 5 previously reported events are included in this follow-up record. Product return status. 4 devices were received. 1 device investigation type has not yet been determined. Event confirmation status. 2 reported events were confirmed. 2 reported events were not confirmed. Evaluation results. 4 devices did not have a root cause established.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 5 previously reported events are included in this follow-up record. Product return status 5 devices were received. Event confirmation status 2 reported events were confirmed. 3 reported events were not confirmed. Evaluation results 1 device had no problem found. 4 devices did not have a root cause established.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 5 events were reported for this quarter. Product return status: 2 devices were received. 3 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. 1 reported event was not confirmed. Evaluation results: 2 devices had no problem found. Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device was reportedly leaking. 5 events had no patient involvement; no patient impact.